Event description:
It was reported that a piece from torque limiting attachment broke off and was stuck on t8 screwdriver. The break was discovered during central sterile processing. Both parts were discovered in a pan. No patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected alert date for part #03.110.002 from 5/4/15 to 4/16/15. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was preformed: a torque limiting attachment (03.110.002 lot 6965) was returned broken in two pieces with a stardrive screwdriver shaft (314.467 lot 5094864) stuck in the distal fragment. The returned instruments were returned and examined where the complaint condition as able to be confirmed in both instances. The rod which connects the carrier shaft to the body of the instrument was found to be broken and the driver shaft was found to be lodged in the head of the device. A definitive cause was unable to be determined; the failure mode is consistent with use error. DHR review ¿ manufacturing date: 04.12.2012. Manufacturing location: (B)(4). No ncrs, rework or other relevant quality notifications were referenced in the device history record. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. (Lot number): a lot number of 6965 was provided by reporter, but is invalid. This number is the serial number for this device. No device history record review could be completed with this information. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Additionally, a review of the device history records could not be completed without a valid lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.